Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed noise episodes on the right atrial (ra) lead. Programming changes were recommended. No patient symptoms or intervention was reported.